Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2006 - pt was implanted with two bard pre-shaped mesh during an unspecified pelvic surgical procedure. The pt for the attorney alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have; however, contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval information is obtained, a supplemental MDR will be submitted. See MDR 1213643-2013-00067 for information related to the other bard pre-shape mesh implanted on (B)(6) 2006.